Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Event date has been changed to (B)(6) 2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user experienced a high blood glucose of 375 mg/dl after a set change. The customer tried another new infusion set but their glucose level did not decrease. Their blood glucose decreased after using an old infusion set. The customer was wearing the infusion set for 4-5 days. The customer treated their high with a bolus. The customer identified a bit of blood on the set and stated that there were no insulin flow blocked alarms. The device failed the self-test and alarmed hardware low level failure, however, they were able to clear the alarm. The audio beep test was performed and passed. Troubleshooting was declined for the high blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.